Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was painful stimulation. The outcome was resolved without sequelae. Interventions included reprogramming. The etiology was noted as not related to the device or therapy and not related to the implant procedure. The etiology was noted as due to programming. The patient went in for her post-operative visit and reported that it ¿shocked¿ her when she rotated/twists in either direction. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.